Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Pump passed the delivery accuracy test. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with bolus. Customer's current blood glucose value was 400 mg/dl and the blood glucose was 402 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2018. The blood glucose value when admitted to hospital was 400mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer assisted to perform the high pressure test and result were failed. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.